Event description:
The initial reporter received questionable na electrode results from two patient samples tested on the cobas c 303 analytical unit - emc patient sample 1 the initial na result from the analyzer was 146.9 mmol/l. The repeat result from another cobas c 303 analyzer was 138 mmol/l. Patient sample 2 the initial na result from the analyzer was 149.6 mmol/l. The repeat result from another cobas c 303 analyzer was 140 mmol/l. The initial results were not reported outside the laboratory. The repeat results were deemed correct.

Manufacturer narrative:
The electrode lot number and its expiration dates were requested but not provided. The calibrations were within the specified ranges. The customer stated that the qcs were within the specified ranges. The alarm trace had sample pipette abnormal aspiration errors. These indicate possible poor sample quality. The field service engineer (fse) inspected the analyzer and determined that a degraded dilution cup had caused the event. He cleaned the bath assembly, conditioned the electrodes, and verified the pump pressures. The precision check and qc failed. He then found the bottom of the dilution cup pitted. He cleaned the sipper and vacuum nozzles and replaced the dilution cup and other parts. He verified the analyzer's performance with successful ion-selective electrode checks and precision checks. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.